Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "uretex."

Event description:
Procedure type: gynecological/urological. Reportedly, the patient underwent treatment for stress urinary incontinence. Allegedly, the patient experienced pain, injury and will likely undergo corrective surgery.